Manufacturer narrative:
The aware date submitted with the initial report was incorrect. The correct date of october 31, 2023 was corrected in tab g3 of this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿image noise due to occurrence of noise¿ was confirmed. It was determined that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual which could have detected the phenomenon:.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a unknow therapeutic procedure the flex video scope the screen was shaking . The procedure was completed with a similar device with no delay. No reports of patient harm. The device was returned for evaluation. During the device evaluation it was found: due to damage on the charged coupled device unit, image noise occurs and the image cannot be seen and due to damage on circuit board of video plug section, image noise occurs and an image cannot be displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the following was found: due to a pinhole on the bending section cover the water tightness was lost, deformation or breakage due to physical stress, due to damage on the forceps elevator the bending section cannot be fixed firmly, the adhesive on the bending section cover had a chip and the adhesive around objective lens was peeled. Scratches were found on the following: the angulation lever, the right/left lever, the switch 1, the right/left plate, the video connector, the video connector case, the lens guide cover glass, the up/down angulation lever plate, the control unit and the lens guide connector. Discoloration was found on the following: switch 1, the right/left plate, the up/down angulation lever plate, the grip and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.